Event description:
On (B)(6) 2012, pt reported she has experienced intermittent hyperglycemia and was hospitalized with diabetic ketoacidosis about a month ago. She went to the hospital because she was throwing up, and she wat treated with an IV and insulin drip. She was released from the hospital after 3 days. Her blood glucose elevated to 300-500 mg/dl, and her normal blood glucose is in the 150 mg/dl range. Pt reported her blood glucose elevates when her infusion sites are on the left-hand side, and she treats hyperglycemia by delivering a bolus. The infusion headsets are inserted manually into her abdomen and are changed every 3-4 days. The infusion device will occasionally display e4 occlusion errors when the headsets have been in use for 4 days. Pt was advised on the manufacturer recommendations. Pt was sent complimentary adapters and an infusion set insertion device. Follow-up was completed with pt on (B)(6) 2012. Pt reported she was not sure if the infusion sets were defective or if they were not inserted correctly, but she believes this was the cause of her hyperglycemia and hospitalization. The infusion sets were not available to be returned for evaluation.